Event description:
The customer stated that she was hospitalized with a high blood glucose of 430 mg/dl. The customer declined troubleshooting at the time of the call, and stated that she would have her diabetes educator call in later. The customer did not have supplies to troubleshoot, either. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.